Manufacturer narrative:
A product investigation was completed: the returned depth gauge shows normal use during its 9 year lifespan. The hooked needle on the device is broken off and was not returned. Per the technique guide, the depth gauge is part of 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The damage appears to be the result of excessive weight being placed onto the needle during sterile processing, but the exact cause cannot be determined. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component is extra hard 316ss, which is an appropriate material for an instrument component of this type. Although the exact cause cannot be determined, the most probable root cause for this complaint is excessive force exerted on the depth gauge. The complaint is confirmed, and the design of the device did not contribute to this complaint. Device is instrument and was not implanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service history maintenance review was performed. The investigation of the complaint articles indicates that the: service history review: lot #5158215 no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 31-jan-2006. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. This device is serviceable and a service history review was launched, not a device history review as reported on initial. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service & repair evaluation: the customer reported the tip broke off. The item is not repairable. The cause of the issue is unknown. Investigation is ongoing; no conclusion could be drawn. Original awareness date for this complaint was december 30, 2014, not december 22, 2014 as initially reported. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented that surgery was performed to repair a fracture of the distal radius on (B)(6) 2014. During the surgery, when the surgeon was sizing for a screw using a depth gauge for 2.0mm and 2.4mm screws (319.006), the rod broke off. No fragments were generated. Another gauge was readily available. The procedure was successfully completed without patient harm or surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.